Event description:
It was reported there was t-wave oversensing (twos) with right ventricular (rv) pacing. The rv sense polarity was reprogrammed to rv tip to rv coil which is reported to have exacerbated the oversensing issue. Further reprogramming attempts were made which did not eliminate the twos and the lead was programmed off. The patient is to return to the clinic for echo guided atrial ventricular optimization and further evaluation of twos. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).